Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that the event occurred whiled emptying the liquid waste bin. The customer was not wearing personal protective equipment and stated that there was no broken skin on the affected area before being splashed. The event was documented internally in the lab by the customer and stated that no further action was taken. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer was emptying the immulite 2000 liquid waste bin and was splashed with liquid waste in the cheek. The customer immediately rinsed the skin area with water and stated that no medical attention was required. There are no reports of adverse health consequence due to the exposure to the liquid waste material.